Event description:
It was reported that "positioned left femoral cvc. No venous access available and multiple previous attempts. During the extraction of the seldinger guide, its fraying occurs. The tip of the seldinger remained in the perivascular tissue between the left femoral artery and vein." The patient was reported to be in septic shock and low venous endowment, requiring antibiotic therapy, fluid infusion, and vasopressors. It was reported "given the non-dangerous position of the tip, a conservative observational attitude is chosen.". Another cvc was placed in the patient.

Manufacturer narrative:
(B)(4). It was reported the patient was in septic shock and died about 7 days later. The customer reported the device issue did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). The actual device was not returned. However, the customer returned one x-ray photo for evaluation. The x-ray photo revealed the j-bend of a swg separated near the patient's left femur. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "positioned left femoral cvc. No venous access available and multiple previous attempts. During the extraction of the seldinger guide, its fraying occurs. The tip of the seldinger remained in the perivascular tissue between the left femoral artery and vein." The patient was reported to be in septic shock and low venous endowment, requiring antibiotic therapy, fluid infusion, and vasopressors. It was reported "given the non-dangerous position of the tip, a conservative obervational attitude is chosen.". Another cvc was placed in the patient.